Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1025377 medical device expiration date: 2021-11-30 device manufacture date: 2021-01-25. Medical device lot #: 1025349 medical device expiration date: 2021-11-30 device manufacture date: 2021-01-25. Medical device lot #: 1055889 medical device expiration date: 2021-12-31 device manufacture date: 2021-02-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) contamination was observed by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were reported out, but stated there was no patient impact. The following information was provided by the initial reporter: " customer problem: contamination. "